Event description:
A report stated that a patient had a replacement valve cardiac procedure with a tee procedure. Post-procedure, it was noted that there was a black and green coloration on the mouth and cheek area. The next day post-op esophageal burns were noted that were confirmed a few days later by egd. A central line and total parenteral nutrition (tpn) were performed. Patient was discharged 12/04 and is being monitored by phone updates and ent visits with the physician. Patient is currently able to eat and swallow on their own.